Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent struts 1-25 from the proximal end of the stent were undamaged. The remainder of the stent struts were twisted, stretched and pulled distally; some struts were pulled over the distal markerband. The crimped stent od (outer diameter) of the undamaged section was measured using snap gauge and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.